Event description:
The patient reported that the charger and programmer are not communicating with the ipg. Additionally, the patient has not recharged the ipg as recommended. An sjm representative met with the patient and confirmed the communication issue. In turn, the patient's ipg is inoperable. The patient currently does not have a physician and will contact sjm when he does.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.